Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen failed to respond. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device and was unable to confirm the customer's complaint. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilators touchscreen failed to respond. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.